Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump started to become hot when plugged into a charger using a non-tandem charging cable. The end of the non-tandem charging cable then appeared to have "melted" onto the pump's usb port which then prevented the pump from charging. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.